Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient will be having an ipg replacement for an unknown reason.

Event description:
Additional meaningful information revealed that the patient underwent surgical intervention to replace the ipg due to an increase in charging frequency. Therapy was restored post-operatively.